Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart alarm. Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. Unit received missing end cap sticker. Low reservoir alarm function properly during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.